Manufacturer narrative:
(B)(4) - zipper damage, teeth do not align. Eval results: eval of the returned product found that on panel side b the window zipper slider body is open. (B)(4).

Event description:
The customer reported that there was zipper damage to the large side panel, the teeth do not align. The reporter didn't know when this was discovered but stated there was no patient/caregiver incident or injury.